Event description:
It was reported that the programmer's printer was out of order. It was further requested that the programmer be updated to wireless. The programmer was returned for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer's printer was out of order due to the printer switch missing. It was also noted that the system fan was noisy, the power cord bay was damaged, the stylus was missing and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board.